Manufacturer narrative:
Product has been requested for evaluation however it has not been received. Sterilization and lot history records were reviewed and no exceptions were found.

Event description:
During a cataract surgery the aspiration did not function. The doctor suspects the tubing is clogged.

Manufacturer narrative:
Visual inspection found the assembly dirty with fluid in the lines and in the collection cassette. A functional test was performed using a stellaris pc system. The collection cassette was captured and recognized by the system. The assembly passed the self-vacuum test. However, the aspiration was sluggish and only drips into the collection cassette when the aspiration level is set to 600 mmhg. The manifold tubing base was then sent to the vendor for evaluation. All four paths of the base were tested for occlusion with 2 psi of air in a water bath. No occlusions were found in any path of the tube set. Per the vendor there does not appear to be anything wrong with the set and it is unknown why the end user had problems with it. A review of the complaint database revealed no other complaints have been submitted against lot w1521. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. No nonconformances/anomalies are related to this complaint. The investigation is complete.